Manufacturer narrative:
(B)(4). Evaluation summary:post market vigilance (pmv) led an evaluation of four devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The articulation knob functioned properly for each instrument. For instruments one, two and four, the knob to expand the blades did not functioned properly; the blades could not be expanded fully. Instrument three articulated and blades expanded fully. Instruments one, two and four were received opened by the account, instrument three was received sealed. The plastic clevis (p/n (B)(4)) was broken on units one, two and four. Instrument three performed as per intended design. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, retractor fingers did not open instead it stayed closed and rotated same on all eaches sent back. It was also reported that the patient did not experience an adverse event as a result of the device malfunction at the time of the procedure.

Manufacturer narrative:
A coroner¿s request was received on february 24, 2016 from the user facility stating that a patient died on (B)(6) 2015. This request was received with the customer response letter from report number 2647580-2016-00085. However, the date of death coincides with the information provided in report 9612501-2015-00627. Information has been requested from the facility to confirm that the coroner¿s request should reference 9612501-2015-00627 and incorrectly referenced 2647580-2016-00085. No injury was reported under 2647580-2016-00085 in the initial report. For reference, MDR report number 9612501-2015-00627 coincides with reference number (B)(4). MDR report number 2647580-2016-00085 coincides with reference number (B)(4).

Manufacturer narrative:
Based on information from the account, it was confirmed that the death was incorrectly associated with this report and device (2647580-2016-00085). The coroner's request was intended for the device reported under 9612501-2015-00627. There is no patient death or injury under report# 2647580-2016-00085. This report has been updated to a malfunction.